Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was not exhausted at that time and technical services (ts) discussed programming options. Then, inappropriate anti-tachycardia pacing (atp) and shocks were delivered due to af with rvr again at a later date. The patient was referred to their cardiologist. No adverse patient effects were reported. The device remains in service.